Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over. A technical support specialist (tss) confirmed that hospital information technology (hit) team added 8 gb of ram to the production es server. The memory usage was 64%. The tss confirmed that messages crossed over and processed successfully. The system functioned as intended after the technical support specialist and hit team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over to one station. The customer checked on the server, and the patients were not showing up. The customer confirmed that patient sample was added into electronic protected health information link. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.